Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon was injecting the lens into the eye, but the lens did not make it all the way into the eye because the tip of the cartridge was not all the way inside the incision. The lens came in contact with the patient¿s eye, but no damage or injury was occurred. Another lens was opened and used. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned in a bag. The lock-out assembly has been removed. Ophthalmic viscosurgical device (ovd) is observed in the device. The plunger is fully advanced outside of the device. The intraocular lens (iol) was returned outside of the device adhered to adhesive sheet. Iol removed from adhesive sheet. Solution/residue is dried on both surfaces of the optic and haptics. The optic is slightly bent. The product investigation could not identify the root cause for the reported complaint "tip of cartridge was not in incision". The reporter stated that "the tip of the cartridge wasn't all the way inside the incision". The instruction for use (IFU) instructs to: "insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Advance the plunger by depressing the speed control lever. Maintain adequate pressure to ensure the nozzle tip remains in the incision". The reported complaint lacks details about the event. It is unclear whether the reporter suspects a product issue or if the event was related to user error. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).